Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating, which caused the pump to shut off. The customer's blood glucose (bg) was reportedly "high". Bg value was not provided. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.